Manufacturer narrative:
Event date: exact date unknown, event occurred a few years ago from the date the manufacturer became aware of the event. Explant date: a few years ago.

Event description:
It was reported that the patient was not getting an adequate stimulation. The patient underwent an ipg explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.